Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err hw12c". No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was attempted and it failed. A receiver functional test was attempted but could not be performed as the receiver was observed to be reloading continuously. The receiver data log was downloaded for review. The hardware errors along with "screen error alarm" were observed during the log review. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.